Event description:
It was reported that the patient experienced hyperglycemia while using the ilet, with a peak glucose of 312 mg/dl, after changing supplies and possibly missing a meal announcement; the patient had also been dealing with infusion occlusions referenced in a related case, and subsequent follow-up showed glucose trending down to 286 mg/dl following troubleshooting and education. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or specific device component. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.